Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. Final analysis found external abrasion breaching the optim sheath found between the shock coils consistent with friction to another device or feature of the patient anatomy. The silicone insulation beneath was intact in this location.

Event description:
This report is to advise of an event observed during analysis.